Event description:
It was reported that when removing the 3.00x38mm esprit btk resorbable scaffold system from the yellow sheath [dispenser coil], the shaft was noted to be kinked. Shaft damage (tear and separation) was also observed. An unspecified device was used to complete the procedure. There was no device use or patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft deformation due to compressive stress, tear and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, potential causes for the reported shaft damage ( shaft bend/kinks, shaft tear and separation) include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible that inadvertent mishandling while removing the device from the protective coil may have contributed to the reported shaft kink, tear and separation; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.